Manufacturer narrative:
(B)(4). Other: reported through FDA under user facility report (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the operating room (or) staff were preparing for the case (patient was not in the room) when they noticed smoke and heard a sizzle coming from the battery pack of the device. Staff alerted fire safety and biomed, and reported that the battery pack was smoking and starting to melt. The cord to the device was cut and the battery pack was opened to safely dislodge the batteries that were causing it to smoke and melt. No staff or patients were harmed in the event. The device was removed from service. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI #: (B)(4). This medwatch is being filed to relay additional information. Review of the device history record for 00515047500, lot number 63899751, identified no relevant deviations or anomalies. Product examination found that the battery pack was corroded and warped, as were the batteries. The battery wire had been cut by the customer and the hand piece was not returned. The full condition of this product is unknown and the source of the malfunction cannot be ascertained. However, this complaint is confirmed. The root cause of the reported event could not be specifically determined with the provided information. It cannot be determined how or when this issue occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.